Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transcarotid approach, a 14fr esheath+ was inserted and then the commander delivery system. While loading the valve, the physician overdrove it, and the balloon was pulled back too far. After seeing this, the team decided to remove the system due to patient pressure and unstable heart rate. Patient vitals dropped before the valve was introduced. While trying to align the valve back to the sheath to attempt to remove as a whole unit, the valve came off the delivery system. The wire was still across the valve. They were able to stick a 12 x 4 balloon past the valve and pull it up into the carotid. They placed a clamp on the carotid and were able to get the valve out. The patient had quite a bit of blood loss and the vascular surgeon had to come back and assist in the removal and repair. The patient was stable after the valve was removed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. The complaints for valve dislodging off balloon during withdrawal through sheath, valve alignment difficulty, and inability to withdraw system with valve through sheath were unable to be confirmed as no device or imagery were provided for evaluation. A review of instructions for use/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per event description, "while loading the valve, the physician overdrove it and the balloon was pulled back too far." Per the training manual, "slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap" and "warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment." As such, it is possible that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was overly dialed causing the valve being positioned too distal on the inflation balloon. As such, available information suggests that use error (over-rotation of fine adjust) may have contributed to the valve alignment difficulty. Per event description, "while trying to align the valve back to the sheath to attempt to remove as a whole unit, the valve came off the delivery system." As the event description stated that the valve was over-aligned during fine adjustment, it is possible that there was non-coaxial alignment between the crimped valve and the flex tip. Therefore, there may have been non-coaxial withdrawal of the delivery system with crimped thv, causing the thv to interact with the sheath, which led to thv dislodgement and withdrawal difficulty. In addition, it is also possible that the improperly aligned thv itself (too distal, sitting over tapered balloon end) promoted the dislodgement by causing the valve to slip off the tapered balloon profile during system retrieval. As such, available information suggests that procedural factors (non-coaxial withdrawal, valve aligned too distally) may have contributed to the valve dislodging off balloon during withdrawal through sheath and inability to withdraw system with valve through sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.